Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was confirmed and the root cause was determined to be a use error. The incorrect therapy programming led to the high drain alarm occurrence. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A nurse contacted baxter (B)(4) regarding a high drain alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in drain 1. The technical service representative (tsr) called the home patient (hp) after speaking to the registered nurse (rn) and cleared the high drain alarm. The tsr reviewed the programming. The hp had a fill volume (fv) equal to 260 ml and was supposed to have a fv equal to 2700 ml. The last fill volume (lfv) equaled 0 ml and was supposed to be 2400 ml. The caller would call back the rn regarding reprogramming the machine. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up the home patient (hp) stated that his old hc had stopped working so he had it swapped. The new hc was the new software version and did not have a bypass so it was programmed incorrectly. He received the high drain alarm because the hc was programmed incorrectly. The nurse reprogrammed the machine correctly and he has had no issues since. He stated that he is ok and has been able to continue therapy.